Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels (value not provided). The cause was not provided, however, customer did not allege any issues with pump. The customer declined to provide additional information regarding the issue.